Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for heart failure. Upon interrogation, it was noted that the implantable cardioverter defibrillator showed a wide qrs based on the programmed settings. The device was reprogrammed. Patient was stable.